Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was died. Customer stated that insulin pump was unresponsive after new battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. Device passed displacement test, sleep current measurement and active current measurement and self test. No unexpected charge/battery lasts less than expected anomalies or battery power loss anomalies or low battery alerts noted during testing or in the pump trace download. Device received with pillowing keypad overlay, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked case at belt clip rail corner, cracked battery tube threads and scratched case. (B)(4).